Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented had developed twiddler¿s syndrome. Fluoroscopy showed that both right atrial and right ventricular lead were dislodged. During procedure, the physician was unable to retract the helix appropriately in both leads. The leads were explanted and replaced and the pacemaker was re-implanted. Patient had bradycardia prior to procedure and was stable post procedure.

Event description:
New information noted patient's weight.